Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they are experiencing a blank display. She changed her battery, nothing happened, she put in another battery and still nothing happened. The customer stated that she thought that her kids may have put used batteries in the drawer so she bought used ones and put one in her pump but still received a blank display. She said that her pump read her blood glucose only as ¿high¿ and that she treated with an insulin pen. During blank display troubleshooting, the customer said that her pump had been exposed to humidity and taken to the pool. She also mentioned that the battery cap contacts were damaged. She stated that there is a burn mark on the metal of the battery cap. The customer was advised to revert to a back-up plan per her doctor¿s orders until a replacement battery cap arrives. The insulin pump will not be returning for analysis.